Event description:
Increased vaginal tightness and pain. I have advised surgical removal by urologist. Had surgery (B)(6) 2013 for release of device. In the weeks after developed fluid collection in my left buttock which became infected. Had blood work and MRI to confirm large fluid collection and infection present that resulted in the infection of left total hip. Required second surgery for wound irrigation and removal of left total hip requiring 5 days hospital stay. Then received 6 weeks of IV antibiotics via PICC line. Will require extensive eval and eventually a third surgery for revision and replacement of left total hip. Loss of work now at 3 months and I am nowhere near the end of this horrible journey.